Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemostasis upon de-roofing and decompression of multiple renal cysts in both kidney, the front end of both absorbable hemostatic clip opened but could not be closed. Surgeon replaced the device by a new hemostatic clip immediately. The treatment time was affected.